Event description:
During primary surgery, the cement did not set up in appropriate amount of time. The femoral component was removed and recemented. Surgery was delayed approx 30 mins due to the problem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.